Event description:
Reference number (B)(4). Event took place in the united states. It was reported that, the patient encountered three infusion set's tubing detachment events on (B)(6) 2025. The detachment occured from the connector. Infusion set was in use for 2 hours. Patient replaced infusion set and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final (B)(4) - device 2 of 3. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.